Manufacturer narrative:
For regularisation: document sent on september and october 2018. But there was a problem with configuration of our new certificate (user services application was not detected). Sending today for regularisation after many maintenance actions. Very sorry. Best regards. (B)(6). On (B)(6) 2018: there is no injury to patient - surgical delay: 1 hour. So, potential adverse effects following an extension of surgery time (delay over than 30 minutes) which may require revision of the anesthesia protocol. No other complaint concerning this batch number. We asked for more information. Follow-up #1: post-manufacturing data analysis of broken compositcp¿ screw (visual inspection was not possible: the screw was not returned to sbm). In conclusion of expertise report, this batch of screws presents no manufacturing defects. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp¿ screws, the source of the defects cannot be attributed to the manufacturing conditions. This file is closed.

Event description:
(B)(4). Incident occured in (B)(6). It was reported that: "the screw was fractured during surgery. The technique used is that indicated by the manufacturer but the item can not be returned".